Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 5076-45 lead, implanted: (B)(6) 2010, 419478 lead, implanted: (B)(6) 2006.

Event description:
It was reported that there was an alert for right ventricular (rv) pacing impedance out of range on the right ventricular (rv) lead. It was noted that there was an alert for low rv tip to coil impedance and then later another alert was triggered due to noise on the right ventricular (rv) lead. Also there was oversensing, several nsfvt (non-sustained fast ventricular tachycardia) and variability in impedance that tripped a lead integrity alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.